Event description:
It was reported that in-stent thrombosis occurred, requiring medication. The subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2022 as a part of the clinical trial. The target lesion was in the right proximal superficial femoral artery and right mid popliteal artery with 5 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 400 mm lesion length with 100% stenosis and was classified as tasc ii class c lesion. Prior to target lesion treatment with study devices, pre-dilation was performed using 5 mm x 200 mm and 6 mm x 200 mm mustang pta balloons, 2.5 mm x 300 mm and 4 mm x 300 mm non-boston scientific pta balloons and 5 mm x 150 mm non-boston scientific coated stent was placed. Treatment of target lesion was performed by placement of three 6 mm x 120 mm eluvia drug eluting stent, study devices. Post procedure, the final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2024, 768 days post index procedure, the subject was noted with in-stent thrombosis in right lower extremity. In response to the event, medication was given or regimen adjusted. The outcome of the event is ongoing. It was further reported on (B)(6) 2024, the in-stent restenosis was diagnosed by performing duplex ultrasound. The duplex ultrasound revealed thrombosis in right superficial femoral artery to popliteal artery stent and no apparent blood flow signals were detected within stent. As per the duplex report, there is no evidence of stent fracture or stent malfunction. In addition, on the same day, thrombosis was also noted in right common femoral artery stent, multiple hypodense and hyperdense plagues (approx. 68%) were noted in right posterior tibial artery (non-target lesions).

Manufacturer narrative:
B5: additional information added. A2: patient age at time of enrollment- 80 years old. E1: initial report facility name: (B)(6).

Event description:
Elegance study: it was reported that in-stent thrombosis occurred, requiring medication. The subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery and right mid popliteal artery with 5 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 400 mm lesion length with 100% stenosis and was classified as tasc ii class c lesion. Prior to target lesion treatment with study devices, pre-dilation was performed using 5 mm x 200 mm and 6 mm x 200 mm mustang pta balloons, 2.5 mm x 300 mm and 4 mm x 300 mm non-boston scientific pta balloons and 5 mm x 150 mm non-boston scientific coated stent was placed. Treatment of target lesion was performed by placement of three 6 mm x 120 mm eluvia drug eluting stent, study devices. Post procedure, the final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2024, 768 days post index procedure, the subject was noted with in-stent thrombosis in right lower extremity. In response to the event, medication was given or regimen adjusted. The outcome of the event is ongoing.

Manufacturer narrative:
A1: patient identifier- (B)(6). A2: patient age at time of enrollment- 80 years old. E1: initial report facility name: (B)(6).